Event description:
It was reported that after undergoing a da vinci-assisted right hemicolectomy procedure the patient experienced post-operative bleeding. The robotic procedure was reportedly completed with no reported intraoperative complications. Utilizing a sureform 60 stapler instrument, intuitive surgical, inc. (Isi) followed up with the surgeon for the site and obtained the following additional information regarding the reported event: the surgeon confirmed that the instrument and reload in question were the sureform 60 stapler instrument and a white sureform 60 stapler reload. He stated that he noticed some slight bleeding on the outside of the staple line during the procedure, but medical intervention was not needed. Following the procedure, the patient's hemoglobin dropped by "60%." The patient experienced bloody stools. The patient did not require a blood transfusion, nor any additional hospitalization, and the bleeding resolved on its own, without intervention. He stated that there were no issues with the firing sequence, nor with malformed staples; the only issue noticed during the procedure was slight bleeding along the staple line. For future right hemicolectomy procedures, he stated that he will only use the white reloads along the common channel and the blue reloads for the rest of the procedure, as he made this change in a following procedure, and he did not experience the same issue.

Manufacturer narrative:
Based on the current information provided by the surgeon, the cause of the post-operative complication cannot be determined. The site has confirmed that the sureform 60 stapler instrument and the white sureform 60 stapler reload have been discarded and will not be returned to isi for evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the sureform 60 stapler instrument (part #480460-09 / lot #l11221009-0053) associated with this event was performed. The logs show that this sureform 60 stapler instrument was installed on da vinci system sk1581 eight times and fired 5 reloads (1 white, 1 blue, 3 white, in that order). On the 1st, 4th, and 6th install attempts the instrument failed to engage with the system, with an error code showing in the logs. Parameters of the engagement failures indicate the grip axis failed to engage twice, and the roll axis hardstop check failing once. On the 5 successful installs, clamping was completed successfully, with no inadequate or aborted clamp attempts. On the 3rd successful install (white reload) there was a completed clamp, followed by a completed unclamp prior to the firing. All firings, excluding the 2nd fire with the blue reload, were completed with 1 pause for compression. The 2nd fire had 0 pauses. There were no other errors in the logs. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted right hemicolectomy procedure utilizing a sureform 60 stapler instrument, the patient experienced post-operative bleeding. Although the bleeding resolved without medical intervention according to the surgeon, this complaint is being conservatively reported due to the "60%" in hemoglobin. The cause of the post-operative complication is unknown.